Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced component separation. The following information was provided by the initial reporter: lipids were beeping occluded so the nurse traced the IV line down toward the patient. The line came disconnected just below the filter. The line had to be changed.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample sent in for investigation, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced component separation. The following information was provided by the initial reporter: lipids were beeping occluded so the nurse traced the IV line down toward the patient. The line came disconnected just below the filter. The line had to be changed.